Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 19, 23, or 54 noted during testing. The test energizer battery was removed from the battery compartment and the device was monitored for ten minutes. The device powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple pump error alarm on insulin pump. The customer¿s blood glucose level was 200 mg/dl. The insulin pump will not be returned for analysis.